Manufacturer narrative:
The reported event lead noise was confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual inspection found an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2023-47123, related manufacturer report number: 2017865-2023-47126. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator, right atrial, right ventricular leads due to noise. The system was explanted. The patient was stable.